Event description:
It was reported that when using the bd pyxis¿ medbank tower, the customer experienced an issue with validation codes. When attempting to issue a medication, the system requested a validation code; however, the entered code was not accepted, preventing the medication from being issued. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed that the validation code was correct but identified that the system settings had code was correct but identified that the system settings had disabled, then, the pharmacy provided validation codes for profiles and overrides, which caused the issue. The system functioned as intended after the technical support specialist assessed the device.